Event description:
It was reported that 2000 bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes from lot # 8144655 were discarded due to other tubes from the same lot did not meeting the minimum required fill line. This MDR was created to capture 1 of 6 related incidents. As reported by the customer, "the unsued tubes have been discard because they have tried so many of the same lot which did not reach the recuired min fill line."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. No retention samples were tested du to the lot being past expiration. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2000 bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes from lot # 8144655 were discarded due to other tubes from the same lot did not meeting the minimum required fill line. This MDR was created to capture 1 of 6 related incidents. As reported by the customer, "the unused tubes have been discard because they have tried so many of the same lot which did not reach the required min fill line"